Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient is not receiving effective therapy due to migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.